Manufacturer narrative:
Corrected data, supplemental report 01: explant date was inadvertently not included. Corrected data, supplemental report 01: additional information was inadvertently not checked.

Event description:
Patient had full replacement (generator and lead) due to low impedance. The explanted products were noted to have been discarded by the explant facility and are not available to be returned to the manufacturer. Further information was received noting that the patient had low lead impedance and not high lead impedance. No other relevant information has been received to date.

Event description:
Patient presented with high lead impedance. The patients family noted that the patient had no falls or contributory actions that could have prompted the high impedance. The patient has been referred for surgery and had their device disabled. No known surgical intervention has occurred to date. No other relevant information has been received to date.